Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified, and a different issue was identified.

Event description:
It was reported that the pump touch screen was cracked and partially unreadable. Customer's blood glucose was 100 mg/dl. The pump was replaced to address the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.